Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of intracranial hemorrhage and death are known adverse events as listed in the rx acculink stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that after a successful right carotid stenting, post procedure, the patient suffered a massive cerebral hemorrhage. No treatment was performed on the patient at this time. The patient was in the intensive care unit and was not doing well, and was not expected to improve. The patient expired 4 days post procedure on (B)(6) 2011. There were no reported complications during the procedure. No additional information was provided.